Event description:
Initial info was received on (B)(6) 2013 from a consumer. This female consumer used a colgate total massager toothbrush (lot # 330212) and felt a bristle pricking the side of her check at the back of her mouth, which scratched the inside of her check and left a "nasty little raw patch". She began use of the toothbrush on an unk date in early (B)(6) 2013 (frequency unk). Subsequently, she experienced the events on (B)(6) 2013, noting she was unsuccessful at removing the bristle because it was wedged firmly between her back tooth and gum line. An unspecified time later, she saw her dentist who removed the bristle with a pair of dental pliers. Use of the toothbrush was discontinued on (B)(6) 2013. At the time of this report, the outcome of the scratched check and "nasty little raw patch" was unk. (B)(4).